Manufacturer narrative:
On (B)(6) 2016 02:32 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator was found in standby mode during transport, while it was connected to a patient. The patient coded twice but staff was able to bring the patient back again both times. The patient did not expire. The customer suspected that no one started the ventilation and is not attributing any injury to the ventilator. The final outcome of the patient is unknown. (B)(4).